Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported "after 3 weeks, presented with inflammation in the right mandibular angle, localized lump, that doesn't resolve after hyaluronidase twice and subsequently generates an abscess". Treatment included drainage, hyaluronidase, varidasa 6 days, diprogenta cream, ciprofloxacin 15 days (didn't follow), corticosteroids, and augmentine. Symptoms resolved.

Event description:
Patient reported they were injected with hyaluronic acid fillers (unknown product type) and by the end of the month, patient presents inflammation and had a side that is deformed, presents drainage in the upper part of the face and continues with inflammation. The patient has been treated with hyaluronidase, antibiotics and corticosteroids. Symptom information not provided.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.